Event description:
I had the essure birth control devise implanted in the summer of 2012. I have been experiencing horribly painful and heavy periods. My doctor ordered and ultrasound which shows the right side device has slipped down into my uterus. I am awaiting the next steps my doctor wants to take.